Event description:
Event description guidant received information that this pacemaker exhibited four second pauses in pacing on the holter monitor electrocardiogram. One week prior, the physician verified normal device function with pocket manipulation. Today, evaluation of the device revealed oversensing on ventricular channel due to noise on the ventricular lead (bipolar and unipolar configurations), while the patient inhaled deeply. The patient was very symptomatic prior to the office visit. A review of the daily impedance noted normal values; however, the r-waves had decreased. The patient was pacemaker dependent with no underlying rhythm.